Event description:
Procedure type: lap gastric bypass. According to the rptr: the surgeon felt like there was a knot where the suture attached to the needle and while toggling through tissue noticed that it was catching and tearing tissue. Surgeon changed the sulu to complete the case without incident. The surgeon then had to over sew the torn tissue. Some additional bleeding occurred. Operative time was delayed only a fe extra mins.

Manufacturer narrative:
(B) (4)